Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was inserted and deployed; however, poor valve frame expansion was observed. The valve was withdrawn from the patient, and a pre-implant balloon aortic valvuloplasty was performed. A new valve was loaded into a new delivery catheter system and used for implant. Of note, the patient had heavily calcified native valve leaflets. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.